Manufacturer narrative:
Additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A copy of the medwatch report from FDA was received, which states, "flagyl 500mg/100ml bag hung with pump set to run over 1 hour, nurse returned to room rn noted that the antibiotic had completely infused at 20 minutes. Vs checked stable with hr 85 sats 98%/ra. Cn/md made aware, per pharmacy- no reason for concern as this drug can be run on a 30 minute dose. Clinical engineering ticket placed on the IV pump. Nurse did double check that setting had been set correctly to run at 100ml over 1 hour." There was patient involvement, but outcome is unknown.

Event description:
A copy of the medwatch report from FDA was received, which states, "flagyl 500mg/100ml bag hung with pump set to run over 1 hour, nurse returned to room rn noted that the antibiotic had completely infused at 20 minutes. Vs checked stable with hr 85 sats 98%/ra. Cn/md made aware, per pharmacy- no reason for concern as this drug can be run on a 30 minute dose. Clinical engineering ticket placed on the IV pump. Nurse did double check that setting had been set correctly to run at 100ml over 1 hour." There was patient involvement, but outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.